Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the linx product code? No. Do you have the lot number and serial number (if applicable)? No. On what date was the device implanted? Don't know. Was the device explanted as scheduled on (B)(6) 2022 ? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc.,)? The device was part of the recall. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc.,)? Don't know. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Don't know, they reimplanted a new device at removal. If yes, what diagnostic testing was completed? Not sure. Can you share the results of the diagnostic tests? No. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? Don¿t know. If yes, what is the doctor prescribed medication? No. Are they currently taking steroids / immunization drugs? No. How do you know the device was part of the recall? Yes. In order for us to confirm the device was part of the recall we need a lot number. Can you provide us with the lot number? Don¿t have. On what date did the implant take place? Don¿t have. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Was mesh used at time of implant? Don¿t know. What was the reason for removal of the linx device? Device was open at the time of removal, was the device found in the correct position/geometry at the time of removal? No. Have the symptoms resolved since the device was explanted? Not sure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the questions was how do you know the device was part of the recall? You answered yes. We need to know how did you know it was part of the recall since we do not have a lot number or the implant date. How do you know the device was part of the recall? When you state the reason for removal was the linx device was open do you mean the device was discontinuous? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is scheduled for explant with a re-implant due to unknown reasons.

Manufacturer narrative:
(B)(4); date sent: 4/20/2022. Additional information was requested, and the following was obtained: the questions was how do you know the device was part of the recall? You answered yes. We need to know how did you know it was part of the recall since we do not have a lot number or the implant date. The surgeon told us how do you know the device was part of the recall? Surgeon. When you state the reason for removal was the linx device was open do you mean the device was discontinuous? Yes. What symptoms lead to the discovery of the discontinuous device? When did they begin? Reflux started back. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Don¿t have. Did the patient have any other surgeries in the area? Don¿t know. Was any additional imaging performed since device implant? Don¿t know. Does the device appear to be in a continuous annular state in these images? Don¿t know. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Don¿t know. Are there images available that shows the migration? Don¿t know. Did the patient have a hiatal hernia at the time of implant? Don¿t know. If yes was this repaired at this time of implant? Don¿t know. Does the patient have a re-occurring hernia now? Don¿t know. If yes, did the position of the device change based on the hernia reoccurring?